Event description:
Peripheral cutting balloon registry.it was reported in 2006, the patient underwent treatment with the peripheral cutting balloon device for two lesions. The lesion locations are in the femoral popliteal artery. The first lesion was mildly tortuous and calcified and the reference diameter was 5.0mm and length was 15mm with 90% stenosis. The second target lesion was in the distal below knee artery and was eccentric, de novo. The lesion was mildly tortuous with highly calcification and the reference diameter was 3.0mm and length was 30mm with 95% stenosis. The number of inflations, time and maximum inflation pressure for both lesions was not provided. The patient pain level was reported as similar to conventional dilatation during the procedure. The post-procedure stenosis at both target lesion sites was 10%. Patient follow up visit the following month, the subject vital status was alive, target lesion remained patent. No adverse events or additional intervention was reported. The patient's three month follow up visit, vital status was reported as "death". Date of death or additional information was not provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.